Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 3006705815-2019-04049. It was reported that the patient had high impedances on their leads. The patient underwent surgical intervention wherein the patient had their leads explanted and replaced with a paddle lead. Patient has effective therapy post-op.

Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. The leads were explanted and replaced with a paddle lead. Therapy was restored. The device was not returned for analysis; however, diagnostics report was received and confirms multiple contacts with invalid impedances. Based on the information received, the cause of the invalid impedances could not be conclusively determined.

Event description:
Effective therapy was established post operatively.